Event description:
A surgeon reported a patient with an unexpected postoperative refraction and a reading vision that was reported to be "uncomfortably close" at six weeks postoperative. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be review because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 08/06/2009, 08/07/2009 and 08/11/2009 by phone, mail, fax and email. A completed questionnaire has not been received. This report mailed to FDA on: 08/14/2009.